Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and triggered a lead integrity alert (lia) for short v-v intervals and high rate non-sustained episodes. In addition there was an alert for low rv-tip to rv-coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that additional lead warnings triggered due to low pacing impedance and lia due to oversensing and high rate non-sustained episodes on the rv lead. In addition, there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The leads remain in use.